Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the hospital due to a syncopal episode. In a review of the remote monitoring data, the patient had some non-sustained ventricular tachycardia (nsvt) episodes due to atrial fibrillation (af) with rapid ventricular response. Tests were performed and no cause for the syncope was identified. It was reported that the patient was started on coumadin. No additional adverse patient effects were reported.